Event description:
On (B)(6) 2014 the patent reported being allergic to 25' green tube, ln, gen part number rp-141. Pt stated nose very runny and throat sore when using tubing. Pt went to allergist, dr. (B)(6) and was told she was allergic to tubing by the doctor. Patient has given permission to contact doctor. Will attempt to pick up tubing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).